Event description:
It was reported that a non-sustained lead noise episode was observed via (B)(6). Intermittent atrial undersensing was observed. Device reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.